Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an error occurred on an automated impella controller. No actions were taken and patient support continued.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. The root cause of the reported placement signal not reliable alarm was due to a loss of light.

Manufacturer narrative:
H6: added a0709

Manufacturer narrative:
Additional information was subsequently received indicating that there was no patient injury, harm, or adverse event. The patient was successfully weaned from impella support, the device was explanted with a survival outcome, and the patient was later transferred to rehabilitation. Correction. D10 (concomitant medical products) was updated to include the device that was inadvertently omitted. Device status. The automated impella controller was received, and an evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report number. This is one of two device reports associated with the event, refer to h10 for related report numbers.